Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated hospitalization was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 9 years and 2 months following the implant of this transcatheter bioprosthetic valve, the patient died of natural causes. A non-cardiovascular death was reported. However, the official causes of death were reported as cardiogenic shock and congestive heart failure (chf) with systolic exacerbation. Upon onset of these, the death had occurred within days as reported. An additional cause was coronary artery disease with interval of onset to death being years. Also, an additional cause of death was hypertension with end-stage renal disease on hemodialysis with interval to death being years. The physician reported the event was not related to the valve.

Manufacturer narrative:
Updated data: b5. Second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 9 years and 2 months following the implant of this transcatheter bioprosthetic valve, the patient died of natural causes. A non-cardiovascular death was reported. However, the official causes of death were reported as cardiogenic shock and congestive heart failure (chf) with systolic exacerbation. Upon onset of these, the death had occurred within days as reported. An additional cause was coronary artery disease with interval of onset to death being years. Also, an additional cause of death was hypertension with end-stage renal disease on hemodialysis with interval to death being years. The physician reported the event was not related to the valve. Additional information was received to clarify the cause of death was cardiogenic shock, which is cardiovascular in nature.